Event description:
During the index procedure one endeavor drug-eluting stent was implanted in the rca due to stenosis observed. It was reported that approximately 6 weeks post index procedure the patient died. Cause of death is unknown.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (death). (B)(4).